Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, and version 0.17.12, released in march 2022, to detect and cancel the test instead of releasing false positive results.

Event description:
On 04mar2022, customer inquired about suspected false positives during the event. Approximately 6000 of their people attended the event (2000 arrived from international destinations and 4000 arriving domestically). Customer reviewed data from the dashboard and observed that lot 21630l had a higher rate of positives compared to the other lots.